Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon of the suction evacuator. The suction device was exchanged and the procedure was able to be completed.

Manufacturer narrative:
Received 1 used reliavac evacuator only. The preliminary evaluation, it was noted that when inflating the air hole in the bulb, it appeared to make a "whistling" sound when squeezed. A further inspection noted that air appeared to escape from the air hole while pumping. Per visual inspection, nothing was found to contribute to the reported event. During the functional evaluation, the balloon was inflated and it was found that the balloon slowly deflated. Per examination, nothing was found to contribute to the found condition. However, there may be a pinhole in the latex. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator. " (B)(4).

Event description:
It was reported that it was difficult to inflate the balloon of the suction evacuator. As a result, the suction device was exchanged and the procedure was able to be completed.

Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction was requested to capture the correct type of MDR report follow-up # that was submitted on 05-jan-2017. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate the balloon of the suction evacuator. As a result, the suction device was exchanged and the procedure was able to be completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to inflate the balloon of the suction evacuator. As a result, the suction device was exchanged and the procedure was able to be completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the suction evacuator. As a result, the suction device was exchanged and the procedure was able to be completed.